Manufacturer narrative:
The customer spoke to a field engineer and determined that the clinical decision unit (cdu) care unit network connection was down. The customer was asked to restart the network switch, correcting the reported problem.

Event description:
A customer reported that telemetry patient data was not being displayed on two central stations. This is the second of two reports. No patient injury was reported.